Manufacturer narrative:
The reagent lot number was 8796509. The expiration date was not provided. The field service engineer found an issue with the rinse mechanism and he replaced the tubes and replaced the cuvettes. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas 8000 cobas c 502 module. The initial result was 79 mg/dl. On 30-dec-2024, the repeat result was 209 mg/dl.